Event description:
The customer reported the passport 2 monitor intermittently froze and had a blank screen, which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included reprogramming of the cpu board and batteries. The unit was tested to factory's specs. It functioned normally and was returned to use.